Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when a patient needed to establish an artificial airway due to illness, the device package was opened, and the balloon was found leaking by routine test before use, and the balloon was replaced. There was no patient injury.